Event description:
It was reported that a boston scientific right ventricular (rv) lead presented impedance anomalies. The available information was limited and as such the specific details were not provided. No adverse patient effects were reported. This device remains in service.